Event description:
It was reported ¿tube was inserted, cuff initially inflated then deflated. The anesthetist sensed that the cuff was leaking so they extubated and reintubated with another tube. No patient impact and no patient injury.¿

Manufacturer narrative:
(B)(4). The device was returned for evaluation. As received condition: received one (1) sample with original product pouch and label on the pouch identifying product as 8229307 - nim emg endotracheal tube 7.0mm ID and lot# 0207980465. The condition of the device did not show obvious signs of customer use since no bio-residue was present on the device but customer handling was visible since the pouch was found opened. Equipment used: water beaker, 10cc syringe. Observations: during manufacturing, all parts undergo inspection for cuff leak test. A cuff water test was performed as per xpi-s 8229306 emg et tube reinforced rev. Ao, section 9.19.9 "inflate cuff with a minimum of 20 cc of air using syringe then submerge inflated cuff in clean deionized water. Verify that while submerged air bubbles do not leak from any area of the cuff. Visual/functional, 100%." The cuff was inflated and submerged, and no bubbles were observed. The inflation valve was also submerged and still no bubbles were observed. The cuff held and maintained air in cuff without any issues and did not leak from any location. The customer complaint was unconfirmed. Method ¿ actual device evaluated; (B)(4); visual inspection. Results ¿ no failure detected. (B)(4). Conclusion ¿ no failure detected, device operated within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The devices were not returned for evaluation. Method: no testing methods performed. (B)(4).